Event description:
Additional information received indicated the patient felt that the device was not helping him at the office visit on 2013-(B)(6). No hospitalization was required as a result of the event.

Event description:
It was reported that the patient had his device and lead explanted because it was not working for him and the patient needed to have an MRI of his shoulder. It was noted that the patient had an enlarged prostate and a resection of the prostate. After the surgery, the patient was ¿retaining¿ and had an ¿atonic bladder.¿ the patient was still self-catheterizing with the device. It was also stated that when the lead was removed, ¿some of it broke¿ and fragments remain. A CT was done to determine the length of the fragment. One fragment was 5mm and the other was 2.6cm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).